Manufacturer narrative:
This report is submitted on october 24, 2016, by cochlear limited on behalf of (B)(4). Registration number 3009092818. Exemption number e2016011. H3 other text: implanted device remains.

Event description:
Per the clinic, revision surgery was performed on (B)(6) 2016, in order to perform a non-device related procedure. During the procedure, the implant was explanted and re-inserted. The surgery was successful patient has reportedly resumed use of the device.